Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/26/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: to clarify, I made an inquiry, not a complaint, in regards to the components and sterilization chemicals in monocryl. I have many allergies, mostly to dyes, perfumes and metals causing contact dermatitis. Medical allergies are opiates (nausea & vomiting), penicillin (full body swelling and rash) and tincture of benzoin (causes large welts with equally large weeping blisters). I've had many surgeries but have never reacted to dissolving suture like this. Note the pictures. What was the result of your last visit with your surgeon? At my post-op visit on (B)(6), the surgeon stated that I should keep the steri strips on the incision for an additional 5 days and to return if problems persist. Did your surgeon tell you the size of the monocryl suture that was used? 3-0 (2.0 metric), 27" (70 cm), ps-1, 24 mm 3/8 c, reverse cutting, lot jk6348 exp aug 2020. What did your surgeon say was the reason for the drainage? He said it was a reaction to the monocryl. Although he was able to remove the incision suture, there is more suture deeper in the tissue. What was your surgeon opinion regarding your symptoms? He said he'd not seen a reaction as severe as the one I presented. He also stated to never let a surgeon use monocryl on me again. Did you receive any medical treatment for your symptoms? As stated in my initial call, all symptoms were handled in a timely manner by both the surgeon and the emergency room physician as ordered by the surgeon. What was prescribed by your surgeon? Bactrim and ibuprofen. Please provide your age and body weight and height at the time of this surgical procedure? (B)(6). Can you provide us with a brief medical/surgical history? In 1981- fractured nose. In 1985- bilateral watson jones reconstruction of the ankles. In 1988- bone cyst of the left carpal navicular with fracture and hollowing of the bone. In 1992- car accident: face vs steering wheel, loss of 4 teeth, maxilla repair. In 1992- hospitalized for mono, diagnosed with epstein¿barr virus. In 1993- dislocation of right knee, fraying of lateral meniscus. In 1996- acl replacement of the right knee (using cadaver graft with attached bone plugs, secured with surgical steel screws, washer and staple) and meniscus repair. In 2001- natural child delivery with episiotomy. In 2008- hysterectomy with removal of cervix. In 2011- bilateral salpingo oophorectomy, removal of ovarian cysts (22 lbs total weight), removal of endometrial tissues and appendectomy. In 2016- removal of sub-dermal occluded cyst. What is your current status? The incision is still seeping in 3 places with one noticeable hole. The tissue surrounding and under the incision is hard. All swelling has finally dissipated 2 weeks post-op.

Event description:
It was reported that the patient underwent a sub-dermal cyst removal from the cheek on (B)(6) 2016 and suture was used. After the procedure, the patient experienced swelling, pain and drainage at the site requiring removal of the suture and antibiotic treatment. Two days following the procedure, the patient presented to the emergency department where she was prescribed antibiotics. Bactrim and ibuprofen were prescribed. On (B)(6) 2016, suture was removed and placed steri strips on the site. It was also reported that the patient has not been formally diagnosed with an allergic reaction and has an appointment to follow up with the physician on (B)(6) 2016. At post-op visit on (B)(6) 2016, the doctor recommended for the patient to keep the steri strips on the incision for an additional five days and to return if problems persist. As per patient, the doctor opined that it was a reaction to the suture and he never seen a reaction as severe as the one the patient presented. The patient also reported that, currently, the incision is still seeping in three places with one noticeable hole. The tissue surrounding and under the incision was hard. The swelling has finally dissipated two weeks post-op